Event description:
Additional information received reported that a manufacturing issue was seen; the top of the lead was bent. It was stated there was "no problem for the patient because the device was not implanted and it was replaced by a normal one".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead was bent, which was detected just after opening the package. The lead was not implanted.